Event description:
Customer alleged batteries failed load test, they're not holding a charge. Warranty #(B)(4). No injury alleged.

Manufacturer narrative:
MDR decision date: (B)(6) 2012. (B)(6) 2012 - (B)(6) - no RMA has been initiated for this issue. The dealer called stating that the batteries on the l-3r scooter have failed the load test, they are not holding a charge. Consumer has been using this device for approximately 6 months. Replacement batteries have been ordered on warranty order #(B)(4). No injury alleged.